Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the device having intermittent power while on dc power supply, which was reproduced and confirmed during evaluation. Evaluation found two depressed negative battery contact pins causing the condition. The rear case was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device had intermittent power while on dc power supply. There was no patient involvement.